Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure there was oversensing of noise with pacing inhibition on the atrial channel when performing isometrics. The noise was able to be reproduced when pushing on atrial seal plug on the pacemaker. The right atrial (ra) lead was noted to have blood inside lead near the terminal pin. The ra lead and pacemaker were attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Blood and body fluid were noted in the lead lumen near the terminal pin end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Since the lead also passed the pressure testing it was determined the blood most likely entered the lead through the terminal pin opening.